Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported seeing 'device is not responding' in the past when trying to connect to internal stimulator. The patient placed the blue side of the communicator over the implant and was able to connect right away. Patient services reviewed to call back if issue occurs again. The reason for call was the handset displayed 'searching for communicator' and would not progress to the next screen. Patient reset the handset and unplugged the communicator from the power supply. The troubleshooting steps that were taken on the call resolved the issue. No patient symptom reported. Additional information was received from the patient. They reported that they had not used the device in a long time. They always had issues connecting in the past, but it would eventually connect. They then had other medical issues they were dealing with so they had not used it. A week or two weeks ago, they managed to get it working again. A few days ago it worked. They believed yesterday was when it started that they could not get it to connect. They kept getting the message that the device was not responding. They confirmed the communicator went over the implant in their buttocks, and the blue side went against the skin. They did not have the communicator plugged into the recharging cord. When asked how the implant felt under the skin, they said they could tell something was there. The patient placed the communicator vertically and to the right of the implant and rotated to 11 o'clock and 1 o'clock. They put it directly over the ins. They lined up the blue light with the incision line. They were not able to connect, and were redirected to follow up with their healthcare provider. Two days later, the patient reported they never had good therapeutic effect for their urinary symptoms since implant, and reiterated they were having difficulties communicating with the ins. Troubleshooting was reviewed on how to reposition the communicator over the implant, and this did not resolve the problem they were again recommended to follow up with their managing physician since they were not getting good therapeutic effect and were not able to communicate with the ins.